Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the device demonstrated unexpected longevity. Interrogation revealed capture management programming output to five v olts. It was determined the lead tested with acceptable threshold values. The device was replaced and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned; however, the device memory was analyzed. Analysis revealed battery indication for device replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.